Event description:
It was reported that during a follow-up, high capture threshold and low sensing were noted. Programming changes were made. Patient is not pacemaker dependent and is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.